Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 520 mg/dl while wearing the pod between 49 and 71 hours. Multiple methods were used to measure the patient¿s blood glucose levels, all of which varied, dexcom g6 sensor (¿high¿ ¿ approximately 200-230 mg/dl), the patient¿s device (greater than 450 mg/dl) and mother¿s device (greater than 500 mg/dl). The patient¿s ketones were measured at home (4/7) and an ambulance was called. Whilst hospitalised, the pod and sensor were replaced and when the pod was removed from the infusion site (arm), the cannula was found to be no longer inserted into the skin and bent. The patient¿s skin at the infusion site was also reported to be swollen due to a known allergy to plasters. The patient¿s ketones (5.3) and the patient¿s fingerstick blood glucose levels (520 mg/dl) were re-measured. Symptoms reported include stomach pain and it was stated that the patient ¿always gets crazy when their blood glucose level is high¿. The patient was treated with corrective insulin administered via a pen and a new pod and sensor were applied. The patient was discharged on (B)(6) 2026. The original pod was reported to be discarded.